Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): patient weight at the time of the event was 82.6 kg. An appointment was made with the patient, however the patient did not show up for their appointment and has not rescheduled. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had fallen 2 days after implant, onto ins. They had spoken to a nurse about week or so ago because they felt they were not seeing a difference in the therapy like they did with the trial; they weren¿t sure the device was working for them. The nurse assisted them in turning up therapy 0.1ma, but since then they had been feeling this ¿pain¿ in their ¿bladder¿ that didn¿t go away. Troubleshooting included reviewing options with the patient; they could turn stimulation down, change to a different program, or turn therapy off to see if the ¿pain¿ subsides or goes away. The patient was then walked through how to turn down the stimulation, and they went from 2.2ma to 2.1ma. They immediately felt pain subside a little, but during the call they stated that the feeling was back. It was stated that they were going to try to turn down a little more later on. Therapy expectations, keeping a diary, and that changing programs may also be an option were reviewed. It was recommended that they follow up with their healthcare provider if they can¿t get therapy to work for them, and to have the ins tested after the fall. No further patient complications are anticipated or expected as a result of this event.